Event description:
A customer observed falsely elevated results for an anti-hbs control fluid and other infectious disease assay control fluids. A false positive result could present a risk to public health. There was no report of pt harm as a result of this event.